Event description:
An ICD lead fracture led to noise which was sensed by the device. Since the patient is pacemaker dependent, the noise led to oversensing and transient asystole. The patient became transiently dizzy during the episodes of oversensing. A carelink message was sent to the md who immediately notified the patient to come to hospital. The patient was scheduled for a lead extraction and explant of old ICD and implantation of new ICD generator. The patient declined the lead extraction. The chronic bipolar pacemaker lead pin was freed up and the sprint fidelis pace/sense pin was capped. The chronic bipolar pacemaker lead was then used as the pace/sense lead for the ICD. The fidelis shock coils were used for the ICD. Manufacturer response (as per reporter) for lead, sprint fidelis

Event description:
An ICD lead fracture led to noise which was sensed by the device. Since the patient is pacemaker dependent, the noise led to oversensing and transient asystole. The patient became transiently dizzy during the episodes of oversensing. A carelink message was sent to the md who immediately notified the patient to come to hospital. The patient was scheduled for a lead extraction and explant of old ICD and implantation of new ICD generator. The patient declined the lead extraction. The chronic bipolar pacemaker lead pin was freed up and the sprint fidelis pace/sense pin was capped. The chronic bipolar pacemaker lead was then used as the pace/sense lead for the ICD. The fidelis shock coils were used for the ICD. Manufacturer response (as per reporter) for lead, sprint fidelis